Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report an alarm, as well as being hospitalized for diabetic ketoacidosis, with dehydration and vomiting. The customer was unconscious and had a blood glucose reading of 586 mg/dl. The customer was unable to use the insulin pump, as the alarm would not clear. Advised that the insulin pump would be replaced. Nothing further was reported.